Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during unpacking of the bag and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between september 03, 2018 and september 04, 2018. The device was received for evaluation. Visual inspection identified a small tear/hole in the left side edge of the bag. Functional testing was performed and revealed a leak only from the left side edge of the bag. The reported condition was verified. The direct cause of the leak was the tear/hole in the bag. The cause of the tear/hole in the bag could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.